Manufacturer narrative:
H3: four cadd cassette reservoirs from part number 21-7609-24 and lot number 4037752 were received for evaluation. Two of the samples were received in used conditions, without their original packaging and with their certificate of safe handling and the other two samples were received in new conditions inside their closed original packaging. Functional and leak testing were conducted by passing colored water using a syringe through the cassette to detect any leakage. No leaks were found and the reported issue was unable to be confirmed. The samples passed the leak test and there was no fault found with the returned samples.

Manufacturer narrative:
Additional contact: (B)(6). Occupation: product manager.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was filled by the pharmacist and sent to the patient. When trying to insert the cassette, the nurse noticed that it was wet all over and was leaking. This issue caused a delay of pain management, but there was no patient injury.